Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint, however observed indications the o2 flush button was stuck on during the case. The o2 flush button was cleaned and greased and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a failure of the unit to ventilate in volume mode during a case. There was no report of patient injury.